Event description:
The meter would not power on after the batter had been replaced. The meter stopped working two weeks ago and the patient replaced the batteron in march. Due to the meter not working, they contacted their physician who referred them to their diabetese nurse. The nurse saw the patient four days later. The patient came in feeling dizzy and faint. Prior to seeing the nurse the patient had taken one unit extra of insulin. No information on the patient's diabetes regimen. The nurse tested the patient and the result was 2.0 mmol/l (36mg/dl) and treated the patient with tea to elevate their blood glucose. The nurse advised the patient to contact lifescan for a replacement meter. Customer services had the patient reseat the battery and check the battery contacts and the meters still would not power on. The patient was using the coreect vial of test strip. Customer services was unable to resolve the issue; therefore, sent the patient a replacement meter. This case is being reported as a malfunction, since the powere issue was not resolved. The patient suffered a serious injury; however, there is no evidence that the meter contributed to the injury. Patient experienced symptoms of low blood sugar prior to testing and was treated for low. The patient stopped testing two weeks prior, due to the meter and there is no information on the patient's diabetes regimen and why the patient took one unbit extra of insulin.